Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 27 mg/dl. The customer was treated with food. The customer stated that he had a low blood few days before the high. Customer stated that he dropped low after talking to helpline about high. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer removed the pump after he experienced the high blood glucose. Customer is worried that the highs can cause irreversible damage to his body. Customer is back on lantus.